Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated alert 38 motor stall alarms on the ilet despite multiple restarts, and a replacement ilet was arranged; the event coincided with hyperglycemia reported over 400 mg/dl for approximately three hours, and the user proceeded to administer a subcutaneous insulin pen dose. Symptoms included fatigue. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included device history review and customer interview. Investigation of this case revealed motor stall alarms consistent with a consecutive stalled motor malfunction of the pump mechanism; the device was replaced and instructions were provided for shutdown, return, and re-start procedures, and data transfer limitations were communicated. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the pump motor without patient harm.